Event description:
The device would not fully interrogate and error message was given stating "higher than average current drain, back-up mode active". The device is giving a magnet response of 80. Device explant was recommended. The ram dump was forwarded to (B)(4) with this report. This device was removed on (B)(6)2010, and replaced with a cylos dr, (B)(4). On (B)(6)2010, this device was returned to biotronik for analysis.